Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The cause of peritonitis and treatment for the event were not reported. Extraneal and physioneal therapies were discontinued two days prior to the receipt of this report. At the time of this report, the patient was not recovered from the event. No additional information is available.